Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp (light blue main body) of two (2) minicap transfer sets were cracked. The event occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the actual devices were not available; however, two (2) photographs of the samples were provided for evaluation. The photographs were visually inspected and damage (cracks) to the main body was observed for both devices. The reported condition was verified. The cause of the condition could not be determined. The reported lot h18l27034 was determined to be an invalid lot number for this device, however a batch review was performed for suspect lot h17l28024. There were no deviations found related to this reported condition during the manufacture of suspect lot h17l28024. Should additional relevant information become available, a supplemental report will be submitted.